Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood gluocose (bg) of 40 mg/dl. Suspected cause was due to pump software not accurately adjusting insulin therapy and customer's pancreatic condition. A system check was performed and pump was found to be working as intended. Customer consumed carbohydrates and glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.